Manufacturer narrative:
One i3 unit model cm1100 and one i3 accessory set was returned. External and internal visual inspections of unit revealed that the right-angle extension cable and power cord had no visible or internal damage, but the power supply was damaged with exposed wires. It was reported that the pes would not load to the welcome screen-confirmed. Additional finding revealed that the 4g gsm modem malfunction during diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed and frayed wires of the power supply. The power cord and power supply box were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.